Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in a procedure on an unknown date. During the procedure, the balloon had a leak. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no reported patient complications as a result of this event.